Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during an atrial fibrillation ablation procedure, farawave catheter was selected for use. The case was initiated with a long qt interval in the patient, and the patient was reported to be taking multiple supplements. Glycopyrrolate (glyco) was administered after starting the ablation, and the potassium level was 5.8. After eight applications in the left superior pulmonary vein, during an attempt to ablate the left inferior pulmonary vein, a transient ventricular tachycardia (vtach) occurred. The physician stopped the ablation following the event. There was a pause in the vtach, after which the patient experienced another episode with a different morphology. The patient was shocked once, after which the vtach resolved, and the patient was reported to be stable. St segment elevation was also observed. The procedure was cancelled/rescheduled. The product is not expected to return as disposed. It was further reported that the patient recovered, did well overnight after the case, and went home the next day.